Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock, due to oversensing. It was noted that the device had stored several untreated episodes as well, due to the oversensing. Small signal amplitudes were observed, so the device was reprogrammed from a gain of 1x to a gain of 2x. The patient's medications were also adjusted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be upgraded should further information be provided.

Manufacturer narrative:
(B)(4); the device remains in service. Additional information was requested from the field representative to determine what troubleshooting was performed and what changes (if any) might be made to the device programming or system placement. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock, due to oversensing. It was noted that the device had stored several untreated episodes as well, due to the oversensing. Small signal amplitudes were observed, so the device was reprogrammed from a gain of 1x to a gain of 2x. The patient's medications were also adjusted. No adverse patient effects were reported. Approximately two years later, boston scientific received additional information about this patient and device. The patient received more inappropriate shocks due to low r-wave amplitudes and oversensing of t-waves. It was noted that the shock impedance measurements in these recent shocks, as well as the shocks from 2015, were high but were not out of range, at 168 ohms. Technical services discussed the high shock impedance measurements and suggested x-rays to verify system placement, and troubleshooting the vectors to see if noise or elevated t-waves could be reproduced. Additionally, rescreening could be done to see if there is a better placement for the system, to obtain better signal amplitudes. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4); the device remains in service. Additional information was requested from the field representative to determine what troubleshooting was performed and what changes (if any) might be made to the device programming or system placement. This report will be updated when additional information is received. The field representative discussed this case with the physician. No changes have been made to the device programming or system placement. It was reported the patient will be scheduled to be followed up in three months time. At which point they will investigate further and consider other programming options. As of today, the device remains in service without further complication. This report will be updated if additional information is received.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock, due to oversensing. It was noted that the device had stored several untreated episodes as well, due to the oversensing. Small signal amplitudes were observed, so the device was reprogrammed from a gain of 1x to a gain of 2x. The patient's medications were also adjusted. No adverse patient effects were reported. Approximately two years later, boston scientific received additional information about this patient and device. The patient received more inappropriate shocks due to low r-wave amplitudes and oversensing of t-waves. It was noted that the shock impedance measurements in these recent shocks, as well as the shocks from 2015, were high but were not out of range, at 168 ohms. Technical services discussed the high shock impedance measurements and suggested x-rays to verify system placement, and troubleshooting the vectors to see if noise or elevated t-waves could be reproduced. Additionally, rescreening could be done to see if there is a better placement for the system, to obtain better signal amplitudes. No adverse patient effects were reported.